Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that technical support was contacted regarding the battery depletion of the device. Technical support suspected that the longevity of the device was overestimated by the programmer and the battery longevity was normal. No intervention has been performed at this time and the patient was stable with no adverse consequences reported.